Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis if it is explanted in the future. The device was repositioned and remains implanted. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis if it is explanted in the future. It was repositioned during the procedure and allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. Pouch dilation, reflux and heartburn are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported, "barium swallow confirms pouch dilatation. Symptoms started in eight months prior. Acid reflux, heartburn, right-time regurgitation. The band was repositioned and remains implanted".